Event description:
Additional information received notes that the pocket infection was noted in the clinic. The patient had redness and discharge around the implant site. In addition, the right ventricular lead had vegetation.

Event description:
It was reported that the patient had pocket infection and erosion. The entire pacemaker system was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.